Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported the tip broke off a cypher screwdriver and remained implanted. After tapping s1 screw with a 6.5mm cypher tap they placed a 7.5mm cypher screw. As they placed the screw into its final position they heard a "pop" and removed the screwdriver. They noticed that the tip was sheared off and was lodged in the integral hex of the screw shank. However it was flush with the saddle of the screw head and didn't interfere with rod placement.

Manufacturer narrative:
The returned (B)(4) (cypher mis cypher screw inserter) from lot 673830 was visually inspected. Initial inspection confirms the reported device failure; the device¿s tip is fractured. A functional assessment was not performed. The DHR (device history records) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported event. There are no indications of manufacturing issues which could have contributed to this event. The root cause cannot be conclusively determined from the available information but could possibly be attributed to patient condition (hard bone, positioning) or force placed upon the device exceeding its functional ability.